Event description:
Clinical study. It was reported that 19 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5x10mm, moderately calcified, mildly tortuous lesion located in the proximal right coronary artery (prox rca) with 75% in-stent restenosis. The physician treated the target lesion with successful placement of a taxus liberte' 3.50x12mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The pt was discharged the next day on aspirin and plavix. Nineteen days after the implant procedure, the pt required a tvr for 90% proximal edge restenosis of the taxus stent in the target lesion. The physician treated the lesion with placement of another taxus liberte' stent. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician the relationship of the tvr to the taxus liberte' stent is definitely. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.